Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had a difficult time connecting the battery into slot 2 of controller; in his efforts to connect he bent a pin on the number two (2) port of the controller. This resulted in a critical battery alarm. He called the coordinator on call and came into hospital for a controller exchange. He tolerated the exchange very well with no loss of consciousness. The controller was exchanged to back up controller and a new controller was issued from stock.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. Controller con101010 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events of "bent pin" and "critical battery alarm". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection. Port 2 contained a broken pin, which prevented the power source from being properly attached. The bent pin would prevent a power source from connecting to the controller, which will most likely result in a "power disconnect" alarm. Additionally, the serial port connector was found with a missing gasket and had a loose locknut. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the bent pin can be attributed to a forced connection. Heartware has opened an internal investigation to address bent power connector socket pins and damaged connector body (power port) and battery failure to connect with the hvad controller resulting in no power source. An internal investigation has been opened by the supplier to address external connectors on the controllers which have been found to be loose. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.